Event description:
Pt admitted for elective, scheduled outpatient atherectomy/angioplasty of left popliteal artery for known occlusion. Following successful atherectomy and angioplasty of the high grade left popliteal occlusion, the boston scientific sterling monorail pta balloon catheter being used became coiled on the 0.014 wire. As the physician attempted to remove the balloon catheter, it separated into two pieces. Both sections of the balloon catheter were successfully removed by removing all angioplasty components (balloon, wire, and sheath) at one time. This resulted in a small hematoma at the left femoral artery access site. Pt was monitored for some time and remained stable with site clean and dry on discharge. He was discharged the same day with instructions to follow up with the radiologist.